Manufacturer narrative:
(B)(4). Additional information was received from baxter japan providing the product code. The manufacturing facility information for this product code has been added. On an unreported date, the patient recovered from the event. As of (B)(6) 2010, her pd therapy was ongoing.

Event description:
This is a spontaneous report by a nurse from (B)(6) of peritonitis. This is one of three reports from the same facility. On (B)(6) 2010, the patient began peritoneal dialysis treatment 3 times a day for renal failure. In (B)(6) 2010 (around the (B)(6)), the patient was hospitalized for peritonitis. On an unreported date, a sample of peritoneal effluent was cultured. The result of the culture was not reported. On an unreported date, the patient was treated with an unspecified antibiotic. As of (B)(6) 2010, the event of peritonitis was resolving. The root cause of the peritonitis was unknown. Concomitant medications were not reported.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the emdr as the product code and lot number are unknown.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, inratio: 6.7, lab: 4.7. Nurse stored strips in a hot car.